Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 4.50 rebel stent was selected to treat the lesion. However, after pulling out the device from the hoop, it was noticed that the stent was damaged. The device was not used and the procedure was completed with a different device. No patient complications were reported.